Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A procedure form received stating that physician plugged the rv lead into rv port and device didn't work. The physician was dr. (B)(6) at (B)(6) hospital and medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)